Event description:
It was reported that the external pulse generator (epg) displayed a self-test error code 0004 when it was powered on. Technical support (ts) discussed error and removing battery to reset epg and turn on device again. The power was recycled several times after clearing the error and the epg powered on without issue. The epg remains in use. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.